Manufacturer narrative:
The elecsys hcg + beta test system reagent lot number is 838105. The field service engineer (fse) inspected the analyzer and determined that a loose reagent rotor spring contact caused the event. He repaired this part and performed successful precision checks. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on the cobas e 411 analyzer (rack system). On (B)(6) 2026: the initial result of the initial patient sample from the analyzer was 20.5 miu/ml with a data flag. On (B)(6) 2026: the patient's result from a different facility was 802.0 miu/ml. The repeat result of the initial patient sample was 290.6 miu/ml with a data flag.

Manufacturer narrative:
On 13-mar-2026, questionable ck-mb assay results for one patient sample tested on the cobas e 411 analyzer (rack system) were reported. The high result was 90.800 ng/ml. The low result was 15.560 ng/ml. The ck-mb reagent lot number was not provided. The investigation determined that the loose reagent rotor spring contact caused the event. The investigation determined that the service actions resolved the issue.